Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted (B)(6) 2010. It is unknown if there are plans reimplant the patient with a new device as of the date of this report, july 17, 2012.

Manufacturer narrative:
Correction: the correct explanted date is (B)(6) 2011; not (B)(6) 2010 as previously reported. This report is filed (B)(4) 2013.